Manufacturer narrative:
Concomitant medical products: 419388, lead, implanted on (B)(6) 2005; dtmb1d1 crt-d, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.